Event description:
The pt underwent a sling procedure along with a vaginal hysterectomy, oophorectomy, and utero-sacral suspension in 2004. Post operatively, the pt experienced difficulty voiding. On the 10th day the surgeon loosened the tape.